Event description:
A customer reported error message ¿2232 bf overflow sensor 2 failure¿ while running quality control (qc) on the aia-900 analyzer. The technical support specialist (tss) instructed the customer remove the bf wash probes one at a time and wipe them off to ensure no leaks are present and plastic probe tips are seated properly. The customer powered off the analyzer and ran qc, issue persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event and confirmed the error by reviewing the error log and reproduced the issue while performing a wash prime action. The fse verified that the b/f probe wash probe number 2 was properly seated and confirmed the wash probe primed correctly during testing in sample cup. The fse inspected the wash probe system, b/f wash probe number 2 waste vacuum source pump, and wash syringe for leaks; none were found and inspected parts were operating as expected. The fse determined the issue to be caused by a defective leak sensor (s133) on b/f probe number 2. The fse replaced bf probe number 2, performed multiple prime washes, and verified that no further errors occurred. The fse also completed substrate bg measurements, with results passing. The customer performed quality control (qc) with results within acceptable ranges and successfully tested a full rack of patient samples without errors. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2232) bf overflow sensor 2 failure cause: the overflow sensor 2 s133 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s133. The most probable cause of the reported event was due to defective leak sensor (s133), component failure.